Manufacturer narrative:
Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused a patient to develop chest pains. The patient was hospitalized in response to the reported event. Patient also alleged experiencing coughing, inflammation of lungs, particles in filter, greasy water, headaches, light headedness, dizziness, soreness of throat, running nose, running eyes, waking up screaming in pain, odor from device, and has been in the hospital a lot since usage of device. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, observed unknown dust/dirt contamination present on all surfaces of the base unit. Found an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. During the internal investigation of the base unit, observed unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings: the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. Confirmed the presence of contamination in the airpath.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop chest pains. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.